Event description:
Meter name: one touch ultra. Strip name: lifescan ot ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported the pt was unable to test on the pt's meter and also not been able to eat since the pt has not been able to perform a test. Their meter allegedly would only prompt message of error 2. No results on the meter. A reading of 24 is documented (unclear when the test was done). No comparison done. Not treated. No further info has been reported.